Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found during an emergency vascular treatment which was aborted, and the procedure was completed on another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system suddenly powered off during a procedure. Upon functional testing, the fse examined logs and found errors regarding the image processing. To resolve the issue fse performed the database consistency check and repair and suggested for replacement of ippc and hard drives. Later this issue reoccurred and the fse replaced the ippc and hard drives. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system suddenly powered off during a procedure. The device was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.